Event description:
It was reported that pump experienced malfunction alarm with malfunction code 6 and could not be reset, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged pump replacement while customer declined option for out-of-warranty loaner pump.